Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the telemetry device has no sound. It is unknow if the device was in use at the time of the event. No adverse event or patient impact was reported.

Manufacturer narrative:
Device was returned fo evaluation. The cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
The customer reported that the telemetry device has no sound. It is unknown if the device was in use at the time of the event. No adverse event or patient impact was reported.